Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a colon resection, as the surgeon fired the device, the needle split in two pieces. Half the needle was retrieved the other half was not. The surgeon believes it broke when it came in contact with a retractor. No x-ray was performed to find the needle. The patient is not aware at this time that the needle was not removed. A new needle was opened and used to continue the procedure.